Event description:
It was reported that the unit powers on by itself. It was unknown how the issue was found, no patient or user harm reported. Per the diagnostics performed by the engineer, the remote support engineer (rse) advised the customer to replace the ui pcb or the entire ui assembly if it has many hours on it already. The rse provided the part number for ui pcb and ui assembly and emailed the customer a service manual. Further information is pending.

Manufacturer narrative:
The customer reported that the user interface (ui) pcb and ui assembly were replaced to resolve the issue. The device was returned to service.